Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Height cm:126. Pendiing further information.

Event description:
It was reported by the healthcare professional to the company sales representative "5y 10m po valve adjust by itself. Explanted.'

Manufacturer narrative:
Corrections added: date: correction. Manufacturers information: correction.

Manufacturer narrative:
The shunt system was received dry (not submerged in liquid). Bloody residue as well as scratches and a deformation of the outer housing of the progav 2.0 valve was observed through the visual inspection. The progav 2.0 valve housing was measured and confirm the presence of a deformation. The housing deformation measured at -0.0565mm outside the tolerance of 0-+0.02mm. The permeability test showed that the progav 2.0 valve is permeable. The progav 2.0 valve was tested and is adjustable to all specified pressures. The braking functionally test has shown that the brake function did not operates as expected. The results indicated that the rotor no longer performs as required. We performed a visual inspection of the progav 2.0 valve. A deformation of the outer housing of the progav 2.0 valve was observed through the visual inspection. This deformation was confirmed through a measurement of the parallelty of the valve housing. Next testing was the permeability and the adjustability of the valve as well as the braking functionally and brake force of the progav 2.0 valve. The valve was permeable and adjustable to all setting, however the brake function did not operates as expected. Finally, we have dismantled the progav 2.0 valve. Inside the valve we have found bloody residue. Based on the investigation, we confirm that the break function of the valve is no longer operating as expected. This is likely doe to the observed deformation of the valve housing. A deformation of the housing can unset the rotor causing a defect in the braking functionally. The cause of the deformation of the progav 2.0 valve and the resultant defects of the rotor could not be determined through our investigation. However, outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, cam compromise the integrity of the valve. We can excluded a defects at the time of release. The valve met all specification of the final inspection.